Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient that the device has been implanted for three years and is nearing elective replacement indicator (eri). The patient¿s expectations for longevity were not met. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2011; competitor implantable pacing lead, (B)(6) 2011. (B)(4).